Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The field service engineer evaluated the device and ECG cable and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem.

Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.